Event description:
The customer reported that the system displayed error message which resulted in loss of imaging functionality. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and interface board were evaluated and reseated. The handswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.